Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line) alarm. This occurred during the second dwell cycle of peritoneal dialysis therapy. The patient stated that one of the supply bags had become loose and had fallen off. The technical services representative (tsr) assisted the patient in clearing the alarm and advised the patient to start therapy over with new supplies. There was no adverse event associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The cause was determined to be that a supply bag became loose and disconnected from the cassette. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide warns the user to place the solution bags on a flat, stable surface and that falling bags can result in a disconnect or leak. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy and provides step-by-step instructions for connecting the solution bags. A review of the labeling for the product family will be performed. Should additional relevant information become available, a supplemental report will be submitted.